Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the wound opening for the left extensions had not fully closed. In turn, surgical intervention took place wherein the ipg and two extensions were explanted and replaced to prevent infection. The wound was re-sutured and cleaned out. Patient was given antibiotics during the procedure to address the issue.